Manufacturer narrative:
Site declined to provide patient information citing privacy regulations in (B)(4) that prohibit sharing. Medtronic representative, at the site, reports that the frame was not located on spinal anatomy; it was positioned on the head frame. The surgeon was aware of the inaccuracy due to placement of the frame. The alleged inaccurate screw was the last one placed. No instruments were found bent. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Unable to determine root cause.

Event description:
A medtronic representative reported that a left pedicle screw was misplaced during a spine procedure. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.